Event description:
It was reported that an arteriotomy closure of the left common femoral artery was achieved using a perclose proglide device after a heart catheterization interventional procedure. Reportedly, immediately after the closure procedure, there was no peripheral pulse. After a few minutes, the pulse returned to baseline. The perclose proglide device achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history could not be conducted and a query of the complaint-handling database was not performed because the lot number was not provided.